Event description:
It was reported that patient was not able to keep her battery charged and was experiencing worsening pain in the left flank which was burning sharp and stabbing. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient was programmed well in pacu. Explanted ipg not released to rep due to facility policy.